Event description:
It was reported that a malfunction alarm occurred with the pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The technical support team assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the caller understood.